Manufacturer narrative:
H.6. Investigation: quality initiated an investigation on high positivity results for gardnerella customer claim on material 446252, batches 1047426, 0295085, 0314954, 0330739, 1029888 and 1007994. Negative functional test and specificity test showed satisfactory results when retention samples were tested. Visual inspection was performed to the retention samples with satisfactory results. Batch history records review was performed to the finished products, no deviation was reported, in process and qc testing were within specifications. Visual inspection was performed to the retention samples with satisfactory results. Complaint unconfirmed.

Event description:
It was reported that while using kit affirm vpiii clinical 6 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: aff 446252 gardnerella pos rate increase. All pt passed, customer reports 5% increase in positivity rate for gardnerella only".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1047426 medical device expiration date: 2021-12-16 device manufacture date: 2021-02-16. Medical device lot #: 0295085 medical device expiration date: 2021-09-01 device manufacture date: 2020-10-21. Medical device lot #: 0314954 medical device expiration date: 2021-09-28 device manufacture date: 2020-11-09. Medical device lot #: 0330739 medical device expiration date: 2021-10-12 device manufacture date: 2020-11-25. Medical device lot #: 1029888 medical device expiration date: 2021-10-12 device manufacture date: 2021-01-29. Medical device lot #: 1007994 medical device expiration date: 2021-11-16 device manufacture date: 2021-01-07.

Event description:
It was reported that while using kit affirm vpiii clinical 6 false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " ¿ customer problem: aff 446252 gardnerella pos rate increase all pt passed, customer reports 5% increase in positivity rate for gardnerella only; "